Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during interrogation, the programmer locked up and displayed an error. The user will attempt to run the service disk and if the issue is not resolved, the programmer will be returned for service. No patient complications have been reported as a result of this event.